Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was separated the following information was received by the initial reporter with the following verbatim setting up primary line into alaris pump & soft line tubing disconnected from the blue upper peice d5w spilled from disconnected line.

Event description:
Materials: 2420-0007. Batch#: 24095408. It was reported by the customer that setting up primary line into alaris pump & soft line tubing disconnected from the blue upper peice. D5w spilled from disconnected line. Verbatim: rcc received a complaint via email. Setting up primary line into alaris pump & soft line tubing disconnected from the blue upper peice.d5w spilled from disconnected line.

Manufacturer narrative:
It was reported that the tubing separated. One sample model 2420-0007, lot 24095408 was returned for investigation. The set was examined for defects and abnormalities. The silicone segment was separated from the upper filament. Only the portion above the silicone segment was returned for investigation. No other defects or abnormalities were observed. From the manufacturer's investigation, it is not possible to confirm a potential root cause of separation could not be determined since the complete sample is not available. No corrective or preventive actions were determined for this complaint since the root cause could not be determined. A device history record review for model 2420-0007 lot number 24095408 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 24sep2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.